Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (batch no. B66017) inserted for female sterilization. The patient's medical history included intramural leiomyoma of uterus, subserous leiomyoma of uterus, paratubal cyst and uterine fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology report : specimen received: bilateral;. Fallopian tubes. Final pathologic diagnosis uterus, 603 grams: leiomyomata, benign (intramural and subserosal). Endometrium: benign weakly proliferative. Cervix!. No pathologic diagnosis. Benign fallopian tubes with benign paratubal cyst. Clinical history/diagnosis : symptomatic uteri.ne fibioids macroscopic description: the specimen is submitted in froamlin and consist of a uterus, cervix and bilateral fallopian tubes. The uterus weighs 603 grams, corpus uteri measuring 13 x 12 x7 cm. The serosa distorted by bulging fibroids. Cervix is submitted separately with the lower portion of the uterine segment and measures 3.6 x 2.5 x 3.5 cm. The ectocervix is pinkish and smooth. The endocervical canal is flat and mucoid. The endometrial cavity displayed by fibroids. The endometrium measuring up 1 mm in thickness. The myometrium with two dozen fibroids measuring from 0.5 up to 5 cm in the intramural and subserosal areas, fibroids are well circumscribed without hemorrhage or necerosis. The largest fibroids is in cassette #3/ also in the container are twelve fibroids submitted separately fromcorpus uteri measuring from 1.5 up to 5 cm. Fibroids without hemorrhage or necrosis. Fibroids in aggregate measuring 9.5 x 5x 5.5 cm. Sections submitted in six cassettes.. Lot number: b66017, manufacturing date: 2013-08, expiration date: 2016-08 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (batch no. B66017) inserted for female sterilization. The patient's medical history included intramural leiomyoma of uterus, subserous leiomyoma of uterus, paratubal cyst and uterine fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology report : specimen received: bilateral;. Fallopian tubes. Final pathologic diagnosis uterus, 603 grams: leiomyomata, benign (intramural and subserosal). Endometrium: benign weakly proliferative. Cervix!. No pathologic diagnosis. Benign fallopian tubes with benign paratubal cyst. Clinical history/diagnosis : symptomatic uterine fibroids macroscopic description: the specimen is submitted in froamlin and consist of a uterus, cervix and bilateral fallopian tubes. The uterus weighs 603 grams, corpus uteri measuring 13 x 12 x7 cm. The serosa distorted by bulging fibroids. Cervix is submitted separately with the lower portion of the uterine segment and measures 3.6 x 2.5 x 3.5 cm. The ectocervix is pinkish and smooth. The endocervical canal is flat and mucoid. The endometrial cavity displayed by fibroids. The endometrium measuring up 1 mm in thickness. The myometrium with two dozen fibroids measuring from 0.5 up to 5 cm in the intramural and subserosal areas, fibroids are well circumscribed without hemorrhage or necerosis. The largest fibroids is in cassette #3/ also in the container are twelve fibroids submitted separately fromcorpus uteri measuring from 1.5 up to 5 cm. Fibroids without hemorrhage or necrosis. Fibroids in aggregate measuring 9.5 x 5x 5.5 cm. Sections submitted in six cassettes.. Lot number: b66017. Most recent follow-up information incorporated above includes: on 9-feb-2021: mr received. Reporter information, patient dob, medical history, lab data, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6)2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.